Manufacturer narrative:
Intuitive surgical inc. Identified that this complaint was reported under the incorrect site. Please refer to MFR report number 2955842-2025-18668 for the correct one.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.